Manufacturer narrative:
Section h4: correction incidental findings: a tear in the outer silicone jacket was observed approximately 2.5¿ from the controller connector; however, the underlying bionate revealed no evidence of damage. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed the presence of a thrombus formation within the pump, which could have contributed to the report of hemolysis and the elevated power and flow values observed in the submitted log file. The submitted log file contains data from 30dec2019 01:35:23 am through 10jan2020 01:08:04 pm. Throughout the duration of the log file, pump power appeared to mildly fluctuate between 5.4 and 8.6 w, and estimated flow appeared to fluctuate between 4.9 and 10.3 lpm. Despite the observed parameter changes, the pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. It was reported that the patient underwent a pump exchange on 19mar2020. Vad-19282 was returned assembled with the driveline severed approximately 1¿ from the pump housing. The distal end of the driveline was returned in a segment measuring approximately 35¿, and the remainder of the driveline was not returned. The inflow conduit and the outflow graft were not returned. The outlet elbow was returned attached to the pump¿s outlet port. Upon disassembly of the returned device, a ring-like thrombus formation was observed surrounding the inlet portion of the rotor. The laminated structure of this thrombus and the observed areas of denaturation indicate that it likely formed over an indeterminate duration while the device was supporting the patient. Although a direct cause for the development of the thrombus and a duration for which it was present within the pump could not be conclusively determined through this evaluation, it could have contributed to the elevated power and flow values observed in the submitted log file due to excess drag on the rotor, and it could have contributed to the report of hemolysis due to the partial obstruction of the blood flow path. The remainder of the blood contacting surfaces of the pump did not reveal any additional developed depositions or thrombus formations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was hospitalized from (B)(6) 2020 to (B)(6) 2020 for hemolysis. The patient received a computed tomography angiography (cta) with preliminarily no evidence of pump thrombosis in visualized areas. The patient also underwent ramp which was concerning for potential thrombosis. Lactate dehydrogenase, creatine, and powers were stable with lactate dehydrogenase less than 900 u/l. Bivalirudin was continued. Run activated partial thromboplastin time (aptt) 80-100. The patient ultimately underwent pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen due to progressively increasing flows and powers. The patient's lactate dehydrogenase (ldh) had also been elevated. There was a concern for possible pump dysfunction/thrombus. A tte (trans-thoracic echo) ramp was scheduled. The patient did not report any heart failure symptoms or dark urine. Log files were sent to the manufacturer for analysis and the information in the log file captured some elevated power and flows. The data did not contain attributes suspect of thrombus within the motor chamber, however, there could still be thrombus present in the circulatory loop. No further information was provided.